Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call blank display screen on their insulin pump. Customer's blood glucose level was 325 mg/dl. Troubleshooting for the blank display was performed. Customer replaced the battery twice before reporting the issue. Customer was unable to deliver a bolus due to blank display. Customer advised after troubleshooting the device that the blank display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.